Event description:
The pt was seen in clinic for fever of 104 degrees and dyphagia secondary to mucositis. Wbc was 900 and oral swab grew herpes simplex type I. Pt was admitted to hosp for IV antibiotics and oral acyclovir. Neutropenia and dysphagia resolved on 12/22/96 when pt was discharged. Rptr stated that neither neutropenia nor infection were caused by the catheter. The infection was caused by immunosupression brought on by the chemo agent doxorubicin. The catheter was simply used to administer the chemo. The catheter did not malfunction.